Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative indicated that the patient was just sick and there was nothing wrong with the device. Also, the patient had gangrene. There were no additional adverse patient effects reported. The rv lead was explanted.